Event description:
It was reported that a catheter issue occurred. The 20% stenosed target lesion was located in the mildly tortuous and mildly calcified left external iliac artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the distal tip of the monorail broke off and traveled into the distal pulmonary arteries. The detached fragment was retrieved using a snare. The procedure was completed successfully. The patient has fully recovered.